Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found loss of output and telemetry due to device battery voltage dropping below end of life (eol) level. This was due to normal battery depletion. After replacing the battery, normal function ensued.

Event description:
It was reported that the pulse generator could not be inter- rogated using a 3650 programmer. A surface EKG reavealed no magnet rate. The device was removed and replaced.